Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was not able to charge the ipg and allowed it to be depleted. The patient underwent a procedure where the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the replaced ipg. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was not able to charge the ipg and allowed it to be depleted. The patient underwent a procedure where the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had a suspected dural puncture when the physician attempted to implant the new leads during a revision. The physician proceeded to immediately close the incision site and explanted all devices from the patient ((B)(6) 2015). No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The leads were not returned to bsn.

Event description:
A report was received that the patient was not able to charge the ipg and allowed it to be depleted. The patient underwent a procedure where the ipg was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no medical intervention provided for the second csf leak that occurred during the lead implant procedure. The patient was sent home and was reportedly doing well.

Event description:
A report was received that the patient was not able to charge the ipg and allowed it to be depleted. The patient underwent a procedure where the ipg was replaced. The patient was reportedly doing well postoperatively.